Event description:
A malfunction was reported with the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl. The specific value was unknown, but it was displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer reverted to manual injections for insulin therapy.